Event description:
A caller reported multiple cartridge alarms, specifically cartridge alarm 20 and cartridge alarm 30, occurring on various dates. There was no adverse impact to the customer's blood glucose level. The customer resolved each incident by changing or reloading the cartridge. The customer contacted technical support, resulting in a decision to replace the pump with a refurbished one. Technical support confirmed details such as the pump being under warranty and the shipping address. They instructed the customer on storing and returning the faulty pump and advised on programming settings into the new pump. The customer agreed to use multiple daily injections as a backup therapy to ensure ongoing insulin delivery.